Event description:
One day before incident, pt had intra-aortic balloon pump inserted in surgery to assist in weaning pt off bypass. Iabp functioned properly until next morning when iabp alarmed "check iabp catheter". No external problems found with catheter and pump on assessment. Unable to use arterial line to flush because it only dripped slowly. Blood became visible in external catheter tubing. Physician notified. Pa removed catheter. Hard brown/red clot noted inside intra-aortic balloon itself.